Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. It was reported that the power pack was not adequately charged, and the software updates were unable to be installed. The reported issues were confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the battery charger had a red lamp once. Tried two chargers, one from the hospital and one from the demonstration machine of the sales rep, but normal charging was possible and there was no problem with operation check. The hospital in the island, the version had not been upgraded, so when the sales rep performed the version upgrade work on that occasion. Under connection, and at the same time of the start of valley lab explorer (vlex), the vlex became frozen-like, and handle also did not display liquid crystal display (lcd) at all. The sales rep checked everything several times, but the screen did not start up anymore. When charging with two types of battery chargers, the red lamp started to illuminate two or three minutes later. Attempted charging for two hours, but no lcd reaction. Chargers worked fine with other handles. There was no patient involved.